Manufacturer narrative:
Although the exact implant date is unknown, it was reported that the implant was implanted in (B)(6) 2016. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent mis- plif(posterior lumbar interbody fusion) surgery at l4-5 levels. On an unknown date, post-op, reaction of infection was observed around the placed cage. Reportedly, the patient got fever. It was unknown whether patient achieved fusion. It was further reported that the surgeon considered that the inflammation was likely suppressed by antibiotic at this point. The implant is still placed inside the patient.